Event description:
It was reported that patient was not able to get enough pain relief. It was noted also that patient was pain and discomfort around the implant site. The patient underwent an implantable pulse generator (ipg) repositioning procedure and was doing well post operatively.